Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during second day of treatment with a theranova 500, an internal blood leak in the dialyzer recurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, h3, h6 and h10. B5: upon follow up it was reported the leak was observed when the blood started circulating within the circuit. The priming technique used is automatic priming with manual return to facilitate ¿degazing¿. The device, a video and photographs of the sample were provided for evaluation. Visual inspection of the video showed the product during treatment. A deflected, torn fiber was observed. Blood can be seen leaking from both the deflected fiber and the lower counterpart of the torn fiber. Visual inspection of the provided photo shows the product during treatment and two fiber leaks are visible. A leak test of the blood side on the actual sample was performed and found a leak. The reported condition was verified. The cause of the condition was due to broken, collapsed fibers. Possible causes for a collapsed fiber are wrong setting parameters during priming (too high flows or pressures) as well as twisted or kinked fibers that can break due to pulsing during treatment. During the investigating of the sample, there was no indication that the broken fibers were twisted or kinked. The fiber dimensions are within the specifications. The most likely cause is due to high pressure or high flow during priming or pre-processing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .